Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was not on bus and not communicating. A field service engineer (fse) responded to a report that drawers 2.1 and 2.2 would not open and were clicking but stuck, determined the issue was due to overly tight drawer rails from prolonged inactivity of the overflow unit, adjusted all drawer slides, tested each drawer individually with successful operation, noted drawer 2.2 was slightly stiff but improved with use, verified full unit functionality with no errors observed, did not reproduce any off-bus errors, and advised continued monitoring with potential drawer module replacement if the issue reoccurs. The fse also performed general inspection, verified barcode scanner functionality, verified touchscreen in all other components and confirmed peripherals were working as intended. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 were both not on the bus or communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.